Event description:
It was reported that the tip came off the device during a procedure. Another device was used to complete the case. There was no patient injury. It was later reported that the procedure was a sleeve gastrectomy. It was the tissue pad that broke off, and the pad was easily retrieved. Add'l info was requested, but no add'l info was requested, but no add'l info was available.

Manufacturer narrative:
Final device investigation found that the device was returned with the tissue pad missing. Upon evaluation it was seen under magnification that the bulk of the tissue pad was completely missing, but inside the jaw where the tissue pad would be seated the white remnants of the pad were still visible. The jaw was heavily blackened and the remaining part of the pad was melted. The clamp arm was able to fully open and close as intended. The device passed all electrical testing. No lot number was provided for the device, so the device history record could not be reviewed for discrepancies.